Event description:
It was reported that the pump was not working properly, resulting in the customer being hospitalized. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.